Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: november 19, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device reports from synthes (B)(6) report an event as follows: it was reported that the handle for an application instrument for sternal zipfix remained in the closed position. The device malfunctioned during a sternal closure procedure on (B)(6) 2015. There was no reported delay in surgery and the procedure was completed using another instrument. No reported patient or procedural harm. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed: the returned device was in excellent condition with no marks or discernible damage. The device was tested functionally and the handle returned to its resting position without any issues every time. The cause of the complaint condition could not be determined. A visual inspection, drawing review, and DHR review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined, and this complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.